Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 clicking noise sound and station stuck on black screen. A field service engineer (fse) received a report of a black screen on the station and contacted the pharmacy, confirming the device had power and provided a temporary workaround. The customer later identified that full height cubie drawer 7 on the auxiliary device was disconnected. Upon arrival, fse replaced the drawer controller board and rebooted the device. Additionally, side rails on the full height cubie drawer were found to be sticking, so the device was shut down, rails were replaced, and the device was rebooted. The full height cubie drawer was verified to be fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary clicking noise was coming from the cubie drawer. However, there were no delays or adverse events or injuries reported based on this event.